Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 521 mg/dl. She went to the hospital and was treated with insulin drip. Troubleshooting was declined for the high blood glucose. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir was not returned for analysis.